Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 54 mg/dl and the cause was not known. The customer required assistance from a neighbor and spouse to obtain soda to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.